Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause of the error was due to the brake gap being out-of-specification (too wide), which is likely attributed to the age of the device/normal wear and tear. The autopulse platform was manufactured in december 2011 and is 11 years old, well past its expected serviceable life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake gap was too wide. The brake gap will be adjusted to remedy the issue. Also, unrelated to the reported complaint, a sticky clutch was observed. The sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for autopulse platform with sn (B)(4). Ccr 51771, reported on oct 27, 2020, and ccr 61582, reported on dec 01, 2021. The brake gap was adjusted to specification to remedy the system error - 139.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.